Manufacturer narrative:
The reported event of the inability to pair to the implanted device was confirmed. The information provided was reviewed by abbott engineering and it was seen that the device was not able to be discovered by the application during the pairing process.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully paired. The patient status was stable.